Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter prompted an "ER 5" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear during (B)(6) 2011. The csr noted that the patient manages her diabetes with insulin (no adjustments). The patient denied taking any action regarding her usual diabetes management regimen as a result of the alleged issue. On (B)(6) 2011 the patient reported that she developed symptoms of dizziness, cold sweat, and feeling tired. The patient claimed her blood glucose was "56 mg/dl" at 6:40pm and "27 mg/dl" at 7:00pm when tested on with an hcp meter. The patient reported being treated with IV glucose by emergency service personnel. At the time of troubleshooting, the csr noted that the patient was using the correct technique to apply the sample to the strip. The patient confirmed that the sample was drawn into the confirmation window. The alleged error message remained unresolved. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.